Event description:
The customer reported an uncontained clear fluid leak of approximately one (1) ml from the area around pinch valve 24, 70 of the coulter lh 500 hematology analyzer. The customer recovered vote outs (no results generated) for the sample being run at the time of the leak. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak and found that black stripe tubing through pinch valve pv24 was cut. The fse replaced the tubing to resolve the leak. (B)(4).